Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative had the sites biomed calibrate the imaging system and then reboot system after waiting 2 minutes. The biomed confirmed the system is functioning properly. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, a sites biomed reported that both 2d and 3d images were grainy. The biomed attempted the following troubleshooting: manually changing kv ma values, checked the collimator, change the brightness, decrease the region of interest, and increase the noise reduction but the issue did not resolve. The system was calibrated and then rebooted the system. After this the system functioned properly. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.